Event description:
Pt was hospitalized with a blood sugar of 510. Two cartridges may be leaking around the blue plunger because there was insulin around the plunger. Discarded cartridge was also wet around the piston rod. Pt believes the pump is running correctly. Pt is out of the hosp now and will send the one cartridge and piston rod in for evaluation.